Event description:
Repair request initiated for device with a report of a bent foot. Report escalated to complaint on evaluation due to damage by tool contact. No pt impact was reported. On follow-up, it was noted that this issue was identified during a routine in-service, and it was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report confirmed. Eval of the device noted that the footed portion was damaged by tool contact. On follow-up it was confirmed that there was no pt impact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."